Manufacturer narrative:
Further investigation results: review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. Device evaluation: visual analysis of the returned device identified; crease flat, white particles in the shell, the weight the device within specification, was observed after autoclave cycle: cloudy color and bubbles, deformation and observed split in patch area, it is out of specification per qa199.04 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint. A microscopic analysis was performed which identified, wear abrasion. Based on the device analysis the final assessment is: split in patch area, due to workmanship.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and "viral infection" and "rash" of unknown cause. The device has been explanted.